Event description:
It was reported that during a procedure, the device had been fired twice using a white reload without problem. On the third fire, the cartridge fell out of the device and fell into the pt. It was retrieved with a pouch. A new device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that the ats45 device was received in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reload was loaded without any difficulties and did not fell out during functional test. A batch record review was performed and no anomalies were found during the manufacturing process.